Event description:
Pt admitted to ER w/case of fever, lethargy, swelling and pain of right side of face and eyelid. CT scan showed probable fluid collection and possible abscess outside cranial vault. Dx: probable rickham reservoir infection. Rx: IV rocephin and vancomycin.